Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem was with the barring. A field service engineer confirmed that some barring had fallen out on one side. The system functioned as intended after the field service engineer cross-verified that the drawer was working.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.